Manufacturer narrative:
The devices were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient's system was explanted to a mrsa infection at the implant. The patient is being treated with antibiotics and is reportedly doing well.